Event description:
According to the reporter, during procedure, the dissector had stopped working. Tried changing battery and generator but still would not apply energy to tissue. The scrub tech changed the dissector out which worked properly with the battery and generator used with dissector in question. The staff said the jaw did not come in contact with any metal objects that they were aware of. The device did not break during procedure, the dissector just stopped working during activation during beginning of case. No piece of the dissector fell into the patient cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaw liner was melted. There appears to be missing pieces. The dissector had a cracked waveguide.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a cracked waveguide. The jaw liner was melted. There appeared to be missing pieces. Functionally, the jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The audio speaker was tested and was properly placed within its housing. It was reported that there was no activation during procedure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a damaged jaw liner. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.